Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the second soft key to be stuck, which caused all the remaining keys to be inoperable. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a malfunctioning keypad (buttons sticking). It was also reported there was no patient involvement.